Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that the patient received inappropriate therapy that was inadequate. The inappropriate therapy was due to noise and oversensing on the right ventricular lead that the device interpreted as ventricular fibrillation. The device was reprogrammed to resolve the event and the patient was stable.

Event description:
New information was received indicating during the lead replacement procedure, the right ventricular (rv) lead ruptured the superior vena cava resulting in a thoracotomy. The rv lead was capped and the replacement procedure was abandoned. The patient was connected to a heart and lung machine and transferred to the intensive care unit. Further information was requested but not yet received.